Event description:
I had essure placed in the middle of 2013. I went in for hsg scans to find out the tubes were not blocked. I went for this procedure in order to have a noninvasive and non hormonal way of being fixed. I was also not asked nor tested for a nickel allergy. I am now having to have a tubal ligation now as well as am having side effects of blurred vision and light headed mess as well as bloating and stomach pain. Had I known what was going to come out of this I wouldn't have done it and it's only the beginning hopefully no more problems arise.